Event description:
An electrohydraulic lithotripsy procedure was in progress when a piece of metal broke off of the ehl probe. The metal fragment was easily extracted from the pt, with no reported consequences.